Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an unspecified lesion and that particles of the green outer coating of the .014 ht winn 40 300cm guide wire had come off the proximal end and were visible on the white cloth. An alternative wire was used to complete the procedure. There was no resistance during advancement of the guide wire to the lesion. There were no reported adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: the device was initially reported as returning, but has now been reported as not returning because it was discarded at the account. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported complaint. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.